Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 68 months ago. Aneurysm and vessel morphology at the time of implant of the event were not reported. It was reported that approximately 1 month ago, the physician elected to surgically-convert the patient to an open repair and explanted the stent grafts due to a persistent type ii endoleak. No additional clinical sequelae reported, and the patient is fine. The explanted grafts have been received by medtronic, and their evaluation is pending.

Manufacturer narrative:
(B)(4). Evaluation, results: surgical conversion to open repair. Persistent type ii endoleak. Evaluation, conclusions: persistent type ii endoleak.